Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment fouded CT scan') and pelvic pain ('its pains me that were introduced to this hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("8 years of sickness"). The patient was treated with surgery (had bilateral salpingectomy with coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain and malaise outcome was unknown. The reporter considered device breakage, malaise and pelvic pain to be related to essure. The reporter commented: having hysterectomy tomorrow (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: fragments found. Concerning the injuries reported in this case, the following ones were reported via social media- malaise, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received: event was added- fragments found in CT scan. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its pains me that were introduced to this hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("8 years of sickness"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain and malaise outcome was unknown. The reporter considered malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- malaise, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment founded CT scan') and pelvic pain ('its pains me that were introduced to this hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("8 years of sickness"), autoimmune disorder ("autoimmune problems") and hypersensitivity ("allergy problems"). The patient was treated with surgery (had bilateral salpingectomy with coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain and malaise outcome was unknown. The reporter considered autoimmune disorder, device breakage, hypersensitivity, malaise and pelvic pain to be related to essure. The reporter commented: having hysterectomy tomorrow (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: fragments found. Concerning the injuries reported in this case, the following ones were reported via social media- malaise, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: events autoimmune problems and allergy problems were added. On 20-mar-2020: no new clinical information. On 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel, gold and cobalt allergy after having them implanted, break out in hives after nickel touches skin") and device breakage ("fragments found by CT scan, fragment came from a faile tube/coil only removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragment came from a failed tube/coil only removal"). There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On (B)(6) 2011 she experienced neuralgic amyotrophy ("parsonage turner syndrome / autoimmune attack on nervous system, partial paralysis in right arm and shoulder"). On (B)(6) 2015 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2015. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), autoimmune disorder ("autoimmune problems"), illness ("8 years of sickness"), muscle atrophy ("muscular atrophy/ visible atrophy") and procedural pain ("my second hsg, horribly painful"). The patient was treated with surgery (bilateral salpingectomy with coil removal and hysterectomy on (B)(6) 2015). At the time of the report, the outcomes for allergy to metals, device breakage and illness were unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, illness, muscle atrophy, neuralgic amyotrophy and procedural pain to be related to essure administration. The reporter commented: my coils were right where they belonged, no perforations, no migration. I had no irregular bleedings, no back pain, no abdominal pain. I did however develop a nickel, gold and cobald allergy after having them implanted. If I had known I never had them implanted. I also developed an autoimmune and neurologic disease which has left me partially paralysed in my right arm and shoulder. Fragment came from a faile tube/coil only removal. I am having hysterectomy tomorrow (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: fragments found [hysterosalpingogram] (date unknown): before removal: coils right where they belonged, no perforations, no migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel, gold and cobalt allergy after having them implanted, break out in hives after nickel touches skin") and device breakage ("fragments found by CT scan, fragment came from a faile tube/coil only removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragment came from a failed tube/coil only removal"). There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On (B)(6) 2011 she experienced neuralgic amyotrophy ("parsonage turner syndrome / autoimmune attack on nervous system, partial paralysis in right arm and shoulder"). On (B)(6) 2015 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2015. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), illness ("8 years of sickness"), autoimmune disorder ("autoimmune problems"), muscle atrophy ("muscular atrophy/ visible atrophy") and procedural pain ("my second hsg, horribly painful"). The patient was treated with surgery (bilateral salpingectomy with coil removal and hysterectomy on (B)(6) 2015). At the time of the report, the outcomes for allergy to metals, device breakage and illness were unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, illness, muscle atrophy, neuralgic amyotrophy and procedural pain to be related to essure administration. The reporter commented: my coils were right where they belonged, no perforations, no migration. I had no irregular bleedings, no back pain, no abdominal pain. I did however develop a nickel, gold and cobald allergy after having them implanted. If I had known I never had them implanted. I also developed an autoimmune and neurologic disease which has left me partially paralysed in my right arm and shoulder. Fragment came from a faile tube/coil only removal. I am having hysterectomy tomorrow (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: fragments found [hysterosalpingogram] (date unknown): before removal: coils right where they belonged, no perforations, no migration. Concerning the injuries reported in this case, all were reported via social media. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-jun-2023: upon receipt of follow up this report was detected to be a duplicate to records # (B)(4) (medwatch 3500a MFR number 2951250-2019-14633) and (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: comment was added: she had no pain but allergies for which she had the essure removed (event pelvic pain was removed). Fragments occurred due to incomplete removal (event and surgery: hysterectomy were added) events were added: procedural pain, complication of device removal, muscle atrophy and neuralgic amyotrophy. Event hypersensitivity was specified to allergy to metals. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its pains me that were introduced to this hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and malaise ("8 years of sickness"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain and malaise outcome was unknown. The reporter considered malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- malaise, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.